Event description:
On 3/18/93; approximately 10pm - patient in burn unit on hp ECG monitor-nurse out of room no longer than two minutes - nurse returned to patients room - patient without wave-flat line-alarm on hp not sounding (ring)-code called-alarm in on position- patient placed on backboard-alarm sounded-followup by jmh biomed & hp on 3/19/93 - monitor checked-could not replicate situation-as alarm functioned appropriately - original ECG cable used in test - monitor left in operating mode (not on patient) and by 3/25 - continued to operate properly - per jmh biomedical ser. Monitor removed from service pending test resultsdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.